Event description:
The lipid tubing spontaneously disconnected from the y-site connector while the patient was sleeping.

Event description:
The lipid tubing spontaneously disconnected from the y-site connector while the patient was sleeping.